Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Site reported that the mobile view station (mvs) power chord was plugged in, yet there was no power received in the imaging system. There was no patient present when this issue was identified. Upon onsite investigation it was discovered that the power cord was causing the reported event. Further analysis of the returned power cord confirmed that there was damage to the cord connector. Issue was corrected by replacing the damaged power cord. No further issues have boon reported. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. (B)(4).

Event description:
Site reported that the mobile view station (mvs) power cord was plugged in, yet there was no power received in the imaging system. There was no patient present when this issue was identified.